Manufacturer narrative:
A user facility reported to olympus the monitor was not displaying an image. Upon inspection and testing of the customer returned device, it was observed that the circuit (qb) board had failed. This report is being submitted for the failed qb board found during evaluation. There was no harm or user injury reported due to the event. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device was not displaying an image. The reported problem was found during preparation for use by the customer and confirmed at estimation where the circuit board had failed. This report is being submitted for the circuit board failure. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the circuit board failure could not be determined. Attempts to retrieve additional information from the customer (pertaining to e2 / e3) are in progress. If additional / applicable information is received, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.